Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels rose up to 21 mmol/l (378 mg/dl) while wearing the pod on the arm between 5 and 24 hours. The pod fell off, dislodging the cannula from the infusion site and was noticed to be bent. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.